Manufacturer narrative:
B2: outcome attributed to adverse event: other- fracture. D1, d4: product identifiers are unknown. G.4: PMA / 510(k) #: unknown h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: 045218109 and clinical study alliance having spinal therapy. It was reported that during an index surgery, the patient experienced new right leg pain. Post-surgery, the patient reported an increase in right leg pain compared to pre-surgery, described as shooting, burning, and aching, which disrupted sleep. Subject first noticed this after stopped taking the opioids around on (B)(6) 2025. The patient also experienced an inability to lift the leg, which progressively worsened. Medication was administered, but no opiates or narcotics were adjusted or administered. No diagnostic tests were performed, and there was no hospitalization. The adverse event was not resolved. There was no malfunction of the product reported. Patient had new hospitalization where spinal surgery was checked. Hospitalization end date provided: on (B)(6) 2025. Diagnostics results: surgical changes of l4-5 posterior instrumented fusion, bilateral facetectomy, discectomy and placement of a disc spacer. There was a fragment of the right l4 pedicle and posterolateral vertebral body which was displaced slightly into the right l4 nerve root foramen contributing to moderate foraminal stenosis. Chronic degenerative changes at l5-s1 resulting in severe stenosis of the right l5 nerve root foramen. Diagnostic test date: on (B)(6) 2025, diagnostic test: computed tomography date of additional spinal surgery: on (B)(6) 2025, primary reason for the additional spinal surgery: adverse event related to study index surgery, revision levels were treated: l3, l4, l5 is this ae related to a study procedure- probable, procedure- index surgery, is the ae related to a medtronic cst device- possible. Additional surgery done due to ae1 possibly related to device. There were no further complications reported regarding the event.

Manufacturer narrative:
H6: eval code conclusion (fdc/annex d) corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.